Event description:
In 2007, the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The reported inaccuracy issue first occurred approx one month earlier at 3pm. The pt obtained a blood glucose result of "300 mg/dl" on his meter. He then took an increased dose of insulin (10 units of humalog). One hr later, he tested his blood glucose levels again and got "100 mg/dl" and other unspecified readings on his meter. He then tested on his neighbor's meter and got "60 mg/dl." He claimed that at an unspecified time after the reported inaccuracy issue, he developed "low" symptoms and indicated that he had rubbery knees and sweat behind his knees. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing techniques were used. However, the csr noted that the incorrect technique was used to clean the puncture site. This complaint is being reported because the pt allegedly developed "low" symptoms after the reported inaccuracy high issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.